Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The analysis confirmed the fiber was broken into three pieces, and a kink was observed. It was noted the connector had some spots on the face. The analysis also exhibited a degraded fiber tip, due to use, which is an expected behavior for consumable devices. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a urolithiasis procedure for stones removal, it was found the fiber was damaged and due to this, the procedure was completed using another fiber. During the product analysis, it was observed that the fiber was broken into three pieces. There were no patient complications.